Manufacturer narrative:
It was reported that the patient system was explanted for an unknown reason. Efforts to obtain addition event information have been unsuccessful and no implants were returned for evaluation. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-07140. It was reported that the patient's system was explanted in (B)(6) 2022 for an unknown lead. The ipg and one lead were explanted, one lead remains implanted. Further information is currently unknown. Note: investigation did not determine which lead was explanted.